Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a phoenix/innova machine during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was inspected on site by a qualified vantive technician, and two (2) photographs were provided for evaluation. Visual inspection of the photos showed a broken silicone connector (t) on the hydraulic circuit of the phoenix machine. The technician inspected the machine and confirmed the broken connector, found at the outlet of the pressure output sensor, which allowed the reported leakage. A service history review was performed and found that the device has been serviced within the last 24 months for two (2) similar issues of leakage. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the leak was determined to be the broken t connector which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.